Event description:
It is reported that during a procedure, the surgeon could not insert the articular surface properly. The surgeon completed the surgery with another implant.

Manufacturer narrative:
This device was used for the treatment of a patient. Device history records for the articular surface component were reviewed and indicated the device was manufactured, inspected, and packaged to specifications. A physical evaluation of the device concluded that the articular surface was incorrectly aligned with the tibial dovetail. The device showed heavy gouging on both interior sections of the anterior condyles consistent with improper alignment and attempted insertion.

Manufacturer narrative:
This report will be amended when our investigation is complete.